Manufacturer narrative:
The initial MDR was sent in error, this is not a reportable event.

Event description:
A report was received that the patient underwent an ipg explant. The patient was no longer receiving stimulation from the ipg. The physician assessed that the event was device related.

Event description:
A report was received that the patient underwent an ipg explant. The patient was no longer receiving stimulation from the ipg. The physician assessed that the event was device related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg explant. The patient was no longer receiving stimulation from the ipg. The physician assessed that the event was device related.